Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The account reported that the patient had been disinfecting the driveline per instructions; however, rubor with exudate was observed around the driveline. A bacterial driveline infection was identified on (B)(6) 2021 and the patient was subsequently admitted to the hospital from (B)(6) 2021 through (B)(6) 2021. Surgical and drug therapy were performed. On (B)(6) 2021, the patient also experienced renal dysfunction with a maximum creatinine value of 6.90 mg/dl. Dialysis was performed for 1 week. The renal dysfunction was determined to be due to dehydration and vancomycin (vcm). The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The hmii lvas IFU lists potential adverse events, including infection (local, driveline, and pump pocket) and renal failure, that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bacterial infection on their driveline on (B)(6) 2021. The patient was admitted from (B)(6) 2021 and underwent surgical and drug treatment. On (B)(6) 2021 the patient also experienced renal dysfunction. The patient underwent dialysis for a week.